Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of motor error, off no power anomaly and moisture damage from the insulin pump. The customer's blood glucose reading was 86 mg/dl. The customer stated that the pump was submerged in the water accidentally while on vacation. The customer mentioned that the pump stayed off while they changed the battery. The customer stated that the pump does not respond to any battery. The customer reported that they can see liquid inside the pump. The customer will be sent a replacement pump.